Manufacturer narrative:
Batch review performed on 27-jun-2024. Lot 173033: (B)(4) items manufactured and released on 02-aug-2017. Expiration date: 2022-07-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 6 years and 1 month after primary, the patient came in reporting pain due to a loose femoral component and the cause is unknown. The surgeon revised the femur and insert and the surgery was completed successfully.